Event description:
The customer stated that she tested her blood glucose and received a reading of 249 mg/dl. She retested 2 minutes later and received a reading of 118 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Control solution is to be sent to the customer to finish troubleshooting. No product will be returned at this time.